Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was sitting watching tv when all of a sudden they noticed the feeling of stimulation shutting off, they laid down, then used their equipment to check and their stimulator was off. The patient was successful to turn it back on, but that was the third time that happened. The patient said they know it did not shut off because their ins (implantable neurostimulator) battery was dead, the ins battery had plenty of charge. The patient said the same thing happened in (B)(6) 2021 and a year and a half ago. The patient stated they are concerned about other people. Redirected patient to their doctor to check their system in person and help patient resolve it. The patient said they have had no falls or traumatic accidents, no other medical tests or procedures.

Event description:
Additional information was received from the manufacturer's representative (rep) who reported that the patient claimed the implantable neurostimulator (ins) has spontaneously turned off 5 times in the last year and 2 of those times were within a month of each other. The caller stated 3 of the 4 instances were in the middle of the night and the patient is woken up not feeling well and can't move and is then checking programmer and therapy is showing 'off'; caller noted the patient has ended up in ER because of this. The caller stated that it was alleged when the patient does turn stim back on in the middle of the night, at least one instance was noted where the ins was still charged at '67%'. The caller stated there have been no over discharges for the system. The patient will keep log of when the issue occurs, meet with doctor/rep if the issue occurs again for further analysis.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.